Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hematoma at the access site and a related infection. Six days after a pulse field ablation (pfa) procedure using a faradrive sheath the patient developed a hematoma at the access site and presented to the emergency department (ed). The patient was hospitalized for eight days and received two thrombin injections. Later the patient presented to the ed again for an infection related to the hematoma. The current condition of the patient is unknown. The device is not expected to be returned for analysis.

Event description:
It was reported that the patient experienced hematoma at the access site and a related infection. Six days after a pulse field ablation (pfa) procedure using a faradrive sheath the patient developed a hematoma at the access site and presented to the emergency department (ed). The patient was hospitalized for eight days and received two thrombin injections. Later the patient presented to the ed again for an infection related to the hematoma. The current condition of the patient is unknown. The device is not expected to be returned for analysis. It was further reported that the infection was located on the right thigh/groin and was present in skin/soft tissue, with onset occurring a little over a month after the hematoma. Polymicrobial cultures identified bacteroides and extended-spectrum beta-lactamase (esbl) escherichia coli. No sterility issue was noted during the procedure. Three days after onset of the infection debridement of the right thigh skin, subcutaneous tissue, and fascia took place along with evacuation of the hematoma. The patient was placed on vancomycin plus piperacillin-tazobactam before being transitioned to ertapenem two days later. At discharge the patient was placed on sulfamethoxazole/trimethoprim and metronidazole upon discharge. The patient recovered from the hematoma and the infection.

Manufacturer narrative:
Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the hematoma and infection are known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the faradrive device confirmed that the events of hematoma are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported events of hematoma and infection are known inherent risks of the faradrive device. Hematoma and infection are an expected procedural complication addressed within the IFU for the faradrive. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.